Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead exhibited noise on the electrograms (egm) with isometrics and short ventricular to ventricular intervals. The lead remains in use. No patient complications have been reported as a result of this event.